Event description:
I used the medtronic minimed guardian continuous blood glucose monitoring system for three days in 2007. Each finger-prick calibration - approximately 3/day- was within 10% of the guardian reading, including a calibration at 12 noon on the third day. The guardian readings were between 76 and 90 mg/dl from 3 pm until 6 pm on that day, at which time I took a finger-prick reading because I felt fatigued and dehydrated. The meter reading was 345 mg/dl, which I confirmed with a second reading. I find this to be quite dangerous because there was no alarm or indication that there was a problem with the guardian. Dates of use: three days in 2007. Diagnosis or reason for use: trial before obtaining my own guardian, blood glucose trend monitor.